Manufacturer narrative:
A non-sterile orbit mini complex fill 2.5x3.5 was received inside of pouch coiled inside of dispenser inside of a plastic bag. The orbit mini was removed of dispenser for the analysis. The hypotube was inspected and it was found kinked. The introducer was received un-zipped and it was found with elongations condition. The support coil, gripper and embolic coil were received outside of the introducer. The support coil, gripper and embolic coil were inspected found without damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil - unraveled/stretched¿ was not confirmed during the microscope analysis. The cause of the failure experienced by the costumer and the damages found on the device could be conclusively determined; however neither the analysis nor the DHR suggest that it could be related to the manufacturing process; additionally inspections are in place (637mi021 rev. 26) that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The 2.5x3.5 orbit mini complex coil ((B)(4)) stretched at the tip. The coil was withdrawn and changed to another same like product to complete the procedure with no adverse event to the patient. The procedure was treatment of a 16mm aneurysm for a patient with a subarachnoid hemorrhage. A prowler 14 microcatheter was used and the coil was the 10th coil being placed. No damage was found on the returned coil; elongation of the introducer sheath was noted. No further clinical/procedural information or clarification of the reported event has been obtained in response to investigational efforts. A non-sterile orbit mini complex fill 2.5x3.5 coil system was received inside of pouch coiled inside of dispenser inside of a plastic bag. The device was removed from the dispenser for the analysis. The hypotube was inspected and it was found kinked. The introducer was received un-zipped and it was found with an elongated condition. The support coil, gripper and embolic coil were received outside of the introducer. The support coil, gripper and embolic coil were inspected found without damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was not confirmed with microscopic analysis. It is possible that the reported stretching of the tip of the coil was referring to the tip of the coil system; i.e. The introducer. Based on the lack of information no conclusion can be made regarding the reported event or the elongation of the introducer without coil damage found on the returned device. It is possible that procedural factors/handling may have contributed to damage to the introducer which has no remote potential to lead to patient injury. With review of the analysis and the device history records there is no indication of a relationship to the manufacturing process. Additionally there are inspections and steps outlined the instructions for use to prevent this type of damage. Therefore, no corrective actions will be taken.

Event description:
The patient had a subarachnoid hemorrhage. The diameter of the aneurysm is 16mm. The surgeon put a prowler14 microcatheter (details unknown) in place and when the 10th coil, an orbit mini complex (637mf2535/ 15756717) was placed it was found that the coil had partly stretched from the tip. The surgeon withdrew the coil and changed to another same like product to complete. There is no adverse event associated with this complaint. No patient or vessel code information provided.

Manufacturer narrative:
Concomitant medical products: prowler 14 microcatheter (details unknown). 10 other coils (details unknown). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15756717 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The final assembly inspection was reviewed and no anomalies were noted. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.